Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer performed a supply change resolving the occlusion. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer loaded cold insulin into the cartridge and was not performing the proper air removal techniques. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose level was 123-330 mg/dl.